Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The cause of death was cardiac arrest and brittle diabetes. The customer was wearing the insulin pump at the time of death. Several attempts were made to request the return of the insulin pump for analysis, but the customer's next of kin could not be reached. Nothing further was reported.